Event description:
No additional information is available at this time.

Manufacturer narrative:
Visual inspection of the returned instrument noted the shaft fractured near the connection end. The fractured fragments were returned. A dimensional evaluation of the returned product noted the product is conforming to specifications. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign-event occurred in (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the reamer fractured while reaming the tibia. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.